Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, preclose placement of the suture was attempted in the right common femoral artery using the prostar xl device with a 10f sheath. Reportedly, no sutures were visible after device deployment. A second prostar xl device was prepped and set aside. The sheath was upsized to 16f and the tavi procedure was completed. The sutures of the second prostar xl device achieved hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to deploy the suture was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.